Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and revealed that one of the stopcocks was broken off between the male luer and female luer. The cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned three gang large bore stopcock manifold, one of the stopcocks was noted to be snapped in half between the male luer and female luer. No additional information is available.